Event description:
This is a report rec'd from an optician regarding contact lenses that caused a unilateral (in one eye) ulceration in the patient's left eye, in the central 6mm of the cornea. The optician stated the event occurred around (B)(6) 2013. The patient has worn the same contact lenses since 2012. The patient inserted their contact lenses in the morning and on the same day experienced pain. The patient attended a pharmacy and was given an ophthalmic antihistamine (unspecified). The patient administered the medication on top of her contact lens and the optician believes only in her left eye. That evening, the patient was still experiencing pain and attended emergency care where she was told to consult with an ophthalmologist the following morning. The ophthalmologist diagnosed a corneal ulcer that looked like a chemical burn, without a corneal opaque spot. The ophthalmologist riled out mechanical origin (ie, sharp edge). The optician further stated they had last seen the patient 10 days ago, had presented with an ophthalmic dressing and had not yet resumed contact lens wear. The optician added that they think the patient keeps their contact lenses a long time as she had bought three boxes in one year. Krys multipurpose solution has been used for several years and was used at the time of the event. No further info was provided.

Manufacturer narrative:
Opened product was returned and was found to meet specifications. The lot number was not provided. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).